Event description:
Under the following conditions, height and weight data for a pt will be incorrectly stored in the msmeds pt record: a foreign system adt interface is being used to transmit pt height and/or weight to msmeds. The height and/or weight data is being sent to msmeds in non-metric units. (I.e., inches and pounds) when the pt is already admitted into the msmeds system and a change in status is made, the pt's height and weight data are not correctly converted from the foreign system interface from inches and pounds into centimeter and kilograms. The clinical implication of this issue is that if pt height and weight values are stored incorrectly in msmeds and the user is utilizing msmeds does range checks, they will not be performed correctly. The reporting client reported no adverse pt events occurred at their site as a result of the device failure.